Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end (i.e., several struts are bent outwards and are crushed). Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Outside of the deformed zones the crimped diameter of the stent complies with the specification. The provided images shows the same damage of the stent as observed. The provided angiographic still images show diagnostic views of the lca. The complaint instrument and thus the complaint event is not visible. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
Synsiro drug-eluting stent systems were selected for treatment of a lesion in the proximal cx. After pre-dilatation, two synsiro pro stents were implanted. First 2.25/13 stent was implanted successfully, and afterwards the second stent (2.5/18, complaint device) was advanced but needed to be removed. After removal, a stent deformation was detected at the proximal end of the stent. Another drug eluting stent was implanted, and the intervention was completed successfully.

Manufacturer narrative:
Combination product: yes.